Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Conclusion: failure event observed during analysis. Final analysis found that the elective replacement indicator had been triggered erroneously. After the flag was removed, the device exhibited normal functionality. The device was exposed to electrocautery. Burn marks were noted on the device can.